Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1624c82ej. (B)(4), expiration date: (B)(6) 2018, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. The aortic neck was 20 mm in length, 19 mm in diameter. The main endurant bifurcated stent graft 23/14/103 and 16/24/82 were implanted on the right side an endurant 16/10/156 limb was implanted on the left contralateral side down to the external iliac artery. The final angio showed a suspected type iii endoleak from the right side. When touch-up was being performed again with another manufacturer¿s balloon, rupture of the right common iliac occurred. Ballooning of the proximal side was performed while coiling the right internal iliac artery and extending with a 16/10/124 endurant limb to the right external iliac artery. Per the physician the cause of the event is anatomy related and also stated that despite the distal end being aneurysmal, the touch-up was performed strongly. The endoleak is a type IV endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the physician suspected a type ii endoleak however, may have been a type IV endoleak.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the films provided. CT¿s prior to implant and post-implant were not available for review. Angio images during implant revealed that in addition to the aaa, both common iliac arteries appeared aneurysmal. The bifurcate ipsi limb was extended with a bell-bottom limb into the distal portion of the right common iliac artery, and the contra limb was implanted into the left external iliac. A likely type IV blush endoleak was observed in the distal aaa near the junction of the ipsi/right limb and right limb extension. A large amount of contrast was then seen outside the right common iliac artery indicating a likely right iliac perforation. The reported ballooning within another mfgs balloon was not observed on the returned films. This was followed by implanting an additional endurant iliac limb into the bell-bottom right limb, and extending into the right external iliac artery. Initial contrast injections showed a likely type IV blush endoleak across the right limbs; however, final injection showed nearly complete resolution of the right limb type IV endoleak and exclusion of the right iliac artery perforation. The earlier seen likely type IV within the distal aaa sac also appeared to have resolved. It appears likely that the vessel perforation was user and anatomy related; ballooning with another mfgs balloon within the aneurysmal right common iliac artery. The blush endoleaks seen during the procedure appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.